Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A definitive conclusion regarding the complaint cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the 3 month time frame which immediately preceded the event date. This review included the lots for all liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the complaint. Clinical investigation: although a temporal relationship exists between the liberty cycler and the reported adverse event(s) of clostridium difficile (c-diff), hernia, cloudy effluent, and peritonitis, there is no documentation showing a causal relationship between the liberty cycler, the hospitalization and/or the aforementioned adverse events. Additionally, there is no allegation against any fresenius products and the adverse events. It remains unclear if patient was utilizing any fresenius products during hospitalization. There is however a probable association between the reported peritonitis and a possible breach in aseptic technique during pd therapy given the organism cultured was providencia stuartii. There is a probable association between the reported c-diff and the treatment of peritonitis in pd patients. Additionally, it is unknown what precipitated the hernia, however the patient was able to continue with pd.

Event description:
A peritoneal dialysis (pd) patient was hospitalized for peritonitis, hernia, clostridium difficile (c-diff), and cloudy effluent from (B)(6) 2017 to (B)(6) 2017. Follow-up information with the pd nurse revealed that there was no treatment for the reported hernia while the patient was hospitalized and the nurse had not seen an obvious hernia. The hernia was reported by the patient but there was no official diagnosis by medical professionals. The pd effluent fluid cultures were collected and the results were positive for gram negative providencia stuartii. The patient was subsequently treated with IV antibiotics and ciprofloxacin. The pd nurse stated that the source of the peritonitis was suspected to be from touch contamination and the c-diff was possibly caused by antibiotic use. The patient was discharged from the hospital on (B)(6) 2017 and continues pd treatments with the cycler.